Event description:
The pt received the scs system on (B)(6) 2007. It was reported that the scs lead migrated to the ipg pocket and the pt felt stimulation in the ipg pocket. The pt had a fall. The lead and the anchor were replaced by a new lead and anchor.

Manufacturer narrative:
MFR's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.